Manufacturer narrative:
(B)(4)

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the red ultrasonic level sensor was not working. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Per follow-up with the perfusionist (ccp): they use the standard terumo adult reservoir, the ccp checked the alert/alarm function prior to the beginning of the case, the sensors were mounted to an area that was flat, they waited 24 hours or greater before attaching the level sensor to the level sensor pad, the ccp is not using the prescribed sarns level sensor ii gel (blue pad) and is using another brand, he cleans the level sensor with a dry towel, there is no visible damage to the level sensor surface or cable, and the issue was initially discovered prior to cardiopulmonary bypass (cpb) on a few occasions.

Manufacturer narrative:
(B)(4). The reported complaint was confirmed. During the laboratory evaluation, the product surveillance technician (pst) received ¿not attached¿ alarms with the red level sensor attached to a water reservoir. The sensor¿s surface showed wear. When attaching the level sensor to a mounting pad on a water reservoir, the pst observed that the sensor did not fit as tightly as expected against the reservoir. This was indicating wear to the sensor¿s surface and more distance between the sensor and the fluid which has been known to cause false alarms. The pst connected the level sensor to a lab-use only (luo) level detect module connected to a system-1 (aps1) simulator. The pst received ¿not attached¿ alarms with the sensor¿s head attached to a water reservoir. When the level sensor was manually pressed tighter against the reservoir, the alarms ceased and the sensor was able to detect fluid and the absence of fluid. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.